Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the last basal delivery and the last bolus were recorded on (B)(4) 2013. There were no alarms or errors related to the complaint in the black box or alarm history. The delivered boluses and basals add up correctly to equal the total the daily insulin delivery rate which was programmed by the user. The pump was found to be delivering within the required specification at the conclusion of the 29hr flow accuracy test. Investigators were unable to duplicate the complaint. There was no defect found.

Event description:
On (B)(6) 2012, the patient contacted animas to report that she experienced low blood glucose (bg) around 5pm on (B)(6) 2012 and blacked out and hit a concrete pole while driving. The patient's bg after the accident was tested to be 2.3mmol/l and she was reportedly taken to the ER and given d50. The patient was reportedly released after receiving treatment, but no other bg values were reported. The patient was contacting animas to review the pump at the recommendation of the hcp from the hospital and the police officer that responded to the car accident. Customer support reviewed the pump with the patient and found all settings and histories were correct. The patient did not report any trauma to the pump as a result of the accident, and no defect was found with the pump upon troubleshooting. The pump is not being returned at this time and the patient has continued insulin pump therapy. This complaint is being reported because, the patient allegedly experienced severe hypoglycemia while using insulin pump therapy and a cause for the reported incident was not found during troubleshooting.